Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, complete lead was returned. The dislodgement allegation was not confirmed. Visual inspection revealed no abnormalities. The lead tip appeared normal.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. This lead was explanted. No additional adverse patient effects were reported.